Event description:
It was reported that the patient presented in clinic. Upon interrogation, the left ventricular (lv) lead exhibited failure to capture. Programming changes were made to turn off the lv lead on (B)(6) 2022. The patient was stable throughout.